Event description:
Customer requested eval of IV sets. Stated she does not have event info associated with the sets. There was no pt harm reported and no medical intervention was required.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Eval of the returned set identified a split in the tubing below the upper fitment. Visual inspection of the returned set revealed the silicone tubing was torn directly below the upper fitment. The tear left the tubing approx 89% separated. A crush mark was noted on the upper fitment. Microscopic inspection showed no evidence of any damage or holes to the smartsite valves on the set. There were no other anomalies noted with the received set. The root cause of the split in the pump segment was not identified. Conclusion: no available code for undetermined or unk cause.